Event description:
After patch initially off, rptr saw clearly. Upon going home, eye was twitching. Noted ceiling lights reflected off lens giving the appearance of streaks of lights. At night, when driving, street lights also reflected. Rptr had to cover left eye with hand. Now, eye still "jumping" when rptr looks to the left or when blinking. States feels like "hair in my eye". Made repeat visits to the surgeon who states nothing is wrong. Rptr states distance vision clearer than up close. When zeroing in up close, vision more obstructed and makes rptr nauseous. Went back again to surgeon who stated "will try laser next visit." Rptr states not comfortable with this. Rptr sought another opinion who questioned a possible retinal tear. Had dye injection which showed no leakage. Saw a 3rd dr who told rptr new implant was failing. Stated MFR was not recalling the device. Dr also stated implant has been modified, but MFR plans no recall to ones already implanted. Rptr also saw a 4th dr at the same hosp as initial surgeon and he claims implant "ok". Stated problem was with rptr's "old eyeball." Dr equated problem to "snowflakes in the eye". Rptr wants to know if other people out there have the same problem. Rptr wants to be notified of these other cases.